Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient lost 50-60 pounds and it had moved. The patient stated that she had some other issues with it, it had happened before, and then it was off. There were no further symptoms reported or anticipated.